Event description:
It was reported that a large volume infusor leaked at the filling port. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured march1, 2014 to march 3, 2014. Evaluation summary: one device was returned for evaluation. Visual inspection did not reveal any signs of physical abnormality that could have caused the reported problem. A functional leak test was performed; during and after fill no evidence of a leak (backflow) was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.